Manufacturer narrative:
H4: device manufactured between may 19, 2020 to may 20, 2020. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. Based on the evaluation finding, the returned infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor (large volume) underinfused during patient use. It was further reported that unspecified volume remained inside the device. The infusor was filled with a total volume of 288 ml for 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.